Event description:
It was reported that the patient presented to the emergency room with symptoms of syncope and dizziness. During the initial interrogation, it was noted that the right ventricular (rv) lead had a high capture threshold and low pacing impedance. It was also observed that rv lead has dislodged resulted intermittent loss of capture. Chest x-ray confirmed that the lead appeared to have pulled back slightly. The rv lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and low pacing impedance. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported events of unacceptable threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.